Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the latch required replacement. A field service engineer replaced the old-style failing latch with a new style latch to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system tower door failed, delaying patient care. The customer reported that malfunction occurred when nurse was trying to take meds out of the tower, causing a slight delay. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis medstation es system tower door failed, delaying patient care. The customer reported that malfunction occurred when nurse was trying to take meds out of the tower, causing a slight delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d5, g1, h6 and h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 04-dec-2022 to 04-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device tower door failed, and the latch needs to be replaced. A field service engineer installed new pop latch instead of failed old latch to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.